Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display noted, the lcd board was fine. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected beeps or vibrating anomaly noted. The insulin pump had minor scratched lcd window, cracked near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept having blank display. The customer reported that they were calling back after receiving a replacement battery cap. The customer's blood glucose was 113 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.